Event description:
It was reported that during testing, the device failed the volume accuracy test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals were broken, and there was fluid ingression on the downstream occlusion sensor. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing a volume accuracy test was performed, and the customer problem was duplicated. The testing revealed the pump was found to be over delivering to the manufacturing specifications. To address the issue the expulsor assembly was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.